Event description:
Customer called reporting a button error on her insulin pump that she cannot clear. Customer's blood glucose is 290 mg/dl. She stated she held down a button for longer than three minutes. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to moisture damage on keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.